Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt was revised to address pain. The femoral stem was loose.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combination for the femoral stem reported as loose since its release for distribution. The asr devices were also revised although no problem with the asr devices was alleged in this report. The report states that the acetabular cup was well fixed. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. The investigation has not identified any product error regarding the reportedly loose femoral stem. Based on the investigation, the need for corrective action is not indicated.depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.